Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reusing of minicaps. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, intraperitoneal), amikacin (150mg, intraperitoneal) and fortum (1gm, intraperitoneal). Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.